Event description:
In article titled "unusual cause of acute back pain mimicking aortic dissection: a case report", the following case was reported. -a (B)(6) woman who initially presented with symptoms suggesting acute type a aortic dissection. Imaging studies revealed hemorrhagic pericardial fluid without the evidence of dissection. Foreign body material was noted floating in the inferior vena cava (ivc) and also piercing the right ventricular wall. Upon surgical exploration, the extracted material could be identified to be acrylic bone cement (another brand). The patient had reported a history of kyphoplasty in 2008. No further information was reported. Note: the article indicated acrylic bone cement (another brand); however, did not include further information of the products.

Manufacturer narrative:
Report source: article titled ""unusual cause of acute back pain mimicking aortic dissection: a case report", by markus czesla, olga karnari, julia götte, bernhard schulte, ulrich pfeilsticker, anita narr, nicolas doll.